Event description:
It was reported that during an endoscopy procedure, partial deployment of stent occurred. The physician attempted to implant an ultraflex esophageal stent; however, when the stent was released, it only expanded 50%. The device was removed intact and procedure completed with another of the same device. There were no patient complications occured.

Manufacturer narrative:
The stent was partially deployed by approximately 80mm. Visual examination found no issues with the crochet sutures that would have contributed to the complaint reported. Product analysis confirmed that it was possible to retract the suture thread and complete stent deployment without any restriction being noted. The exact cause of the complaint reported is unknown. A review of the manufacturing records shows that the device met its material, assembly and product specifications. Root cause description; no issue was noted in deployment of the stent from the returned device.